Event description:
The pt who was admitted with a myocardial infarction went into cardiogenic shock for which an intra-aortic balloon pump catheter was inserted on 10/3/97. On 10/6/97, blood was noted in the catheter and it was removed. A new intra-aortic balloon pump catheter was reinserted.